Manufacturer narrative:
This supplemental report is being filed for additional information to the b5: describe event or problem; d6b: explant date and h2: follow-up type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of system revision due to erosion and infection. All available information indicates that as of this time, the right atrial (ra) lead was surgically abandoned. No additional adverse patient effects were reported. Additional information indicated that the previously capped right atrial (ra) lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of system revision due to erosion and infection. All available information indicates that as of this time, the right atrial (ra) lead was surgically abandoned. No additional adverse patient effects were reported.